Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. There were no issues with inserting the steerable guide catheter (sgc) into the anatomy. Insertion of the first clip (xtw) into the sgc was without issues. While steering down to the valve it was observed that the trajectory of the clip was not going down to the valve. The clip delivery systerm (cds) was curving and deflecting. Misalignment with the longitudinal alignment marker was suspected. The clip was removed and reinserted. The same steering issue was observed and the xtw was removed. Another clip (xt) was inserted, but the same issue was observed. The first clip (xtw) was reinserted and was intentionally misaligned with the alignment marker on the guide, by a quarter of an hour clockwise. The clip was able to steer as normal. One clip was implanted and the mr was reduced to grade 1+. There were no adverse patient effects.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported sleeve steering issues was unable to be determined. The reported improper or incorrect procedure or method was due to the user reinserting the clip with intentionally misaligned markers. There is no indication of a product quality issue with respect to manufacture, design, or labeling.